Manufacturer narrative:
On 04/11/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device and no foreign material was observed on the shell surface. Mentor product analysis lab¿s visual examination observed a crease on the anterior and extending to posterior aspect, also a rent was observed on the anterior aspect, measuring approximately 0.05 cm. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the brown material. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 800cc saline breast prostheses that both deflated after implantation. Bilateral deflation was observed by the patient. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the right breast prosthesis.